Manufacturer narrative:
Device evaluated by manufacturer: one 8f swartz braided introducer and one 8f transseptal dilator were received for eval. Visual inspection revealed no anomalies. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a round hole in the top half of the seal system, which caused the leak. The hole was located in the center of the manufactured slit. The round hole measured .014" using a microscope and a calibrated pin gauge. This hole was the cause for the reported leak. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states "insert the dilator fully into the transseptal sheath. Prepare the brk transseptal needle. Then insert the needle into the dilator". The needle should not come into contact with the hemostasis seal, but instead should be inserted into the assembled dilator/introducer.

Event description:
Same event as MFR. Report # 3005188751-2011-00099, and 3005188751-2011-00100. This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported while using the introducer for a transseptal procedure, blood leaked from the hemostasis valve. The physician performed transseptal puncture and then removed the dilator from the sheath when it was noted that blood was leaking from the hemostasis valve. This was noted with three separate introducers. Another introducer of the same model was caused to continue the procedure with no consequences to the pt. A fourth introducer used in the procedure was returned. Upon analysis of the device, a leak was noted.